Event description:
It was reported the physician implanted a 25mm gore helex septal occluder to close an atrial septal defect balloon sized to 11mm. The day following implant, the device embolized. The device was retrieved with a snare, and a 12mm amplatzer septal occluder was implanted with no adverse effects.

Manufacturer narrative:
A review of the mfg records verified the lot was processed normally and all pre-release specifications were met.